Manufacturer narrative:
In this case, loss of the membrane and massive inflammatory response are causative for transplant failure. A mere mechanical reason i.e. Dehiscence could have triggered membrane loss and subsequent inflammation and infection, this cannot be assessed, however. As analysis batch documenation confirmed that the device was manufactured according to specifications, a non-sterile membrane as cause for the described transplant failure can be excluded. Thus, a causative role of the device can very likely be excluded.

Event description:
On (B)(6) 2017 zimmer biomet reported that on(B)(6) 2017 the patient underwent a dental procedure and was implanted with copios pericardium membrane and puros block and puros cancellous particles. The membrane was affixed with pins. It was reported the surgery went very well. On (B)(6) 2017 it was reported loss of membrane with concomitant redness, inflammation, infection and soft tissue dehiscence. On an unknown date the wound was rinsed with chlorhexidine gluconate solution (chx) and the wound was sutured. On an unknown date a dehiscence was reported again. The patient was treated with an antibiotic prior to and after surgery and ibuprofen for pain. The bone implant was removed on (B)(6)2017.